Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station drawers did not detect on the communication bus. A field service engineer replaced the controller boards and checked connections to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.